Manufacturer narrative:
One used blade was returned for evaluation. The returned blade assemblies were evaluated for shedding (seizing, broken, non-operative). The inner and outer blade subassemblies were evaluated for dimensional conformance and found to meet design specification for total indicated runout of the subassemblies. The outer blade tip and tube alignment were within specification. However it was observed that there was a significant degree of splay at the inner blade edgeform. This splay is typically caused by the stresses induced in the blade tip, during forming, and released once the edgeform is cut into the tip. The splay caused a reduction in the gap between the inner and outer blade tips resulting in friction and galling of the material, leading to shedding (seizing, broken, non-operative). (B)(4).

Event description:
It was reported that during an unknown procedure using boxed syn,bl 4.5mm,series 3000 the blade was found to be shedding metal into the joint. It was reported that all metal fragments were removed from the patient. There was a procedural delay of 5 minutes. The procedure was completed using a back-up device. This incident did not result in any patient injury or complications.